Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 20 x unknown ¿zimmon biliary stent¿ device of unknown lot number involved in this complaint was not returned to cirl for evaluation. Therefore, a document-based investigation will be carried out. This file was opened from the literature file, ¿¿prospective evaluation of the use of fully covered self-expanding metal stents for eus-guided transmural drainage of pancreatic pseudocysts.¿¿ prior to distribution all zimmon biliary stent devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl). A review of the manufacturing records for the zimmon biliary stent device could not be complete as the rpn and lot numbers are unknown. It should be noted that the instructions for use (ifu0045-7) states the following: ¿intended use: ¿to drain obstructed biliary ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ this complaint covers the off-label usage of the unknown zimmon biliary stent. Placement of plastic stent through the sems is considered off label use. There is a secondary off-label usage reported from the literature due to the usage of zimmon biliary stent for transmural drainage of pancreatic pseudocysts. All the patients had an history of acute pancreatitis among the 20 patients who underwent the procedure, 3 patients didn¿t have a complete pseudocyst resolution. 1 among the 3 patients required surgery while the other 2 patients pseudocyst infection. Root cause review: a possible root cause could be attributed to off-label use of the device, when the device is outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. Summary: complaint is confirmed based on customer testimony. 3 patients required additional procedures as a result of the occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Correction/supplemental report scheduled following updated description of event as below: penn, 2012, 10f or 7f double pigtail biliary stent, prospective evaluation of the use of fully covered self-expanding metal stents for eus-guided transmural drainage of pancreatic pseudocysts. At the first endoscopy session, eus-guided transmural drainage was performed with a therapeutic linear echoendoscope (olympus gf-uct140, olympus america, center valley, pa) by use of fluoroscopic guidance. After placement of the csems, over the same guidewire, a single 10f or 7f double pigtail biliary stent (cook endoscopy) was placed through the csems with the internal pigtail inside the cyst cavity and the external pigtail in the gi lumen, thereby anchoring the csems. This complaint will capture: 19 cases of off-label use as plastic double pigtail biliary stent was placed through the csems under eus guidance and use of plastic double pigtail biliary stents in pancreatic indication.

Event description:
Penn, 2012, 10f or 7f double pigtail biliary stent, prospective evaluation of the use of fully covered self-expanding metal stents for eus-guided transmural drainage of pancreatic pseudocysts at the first endoscopy session, eus-guided transmural drainage was performed with a therapeutic linear echoendoscope (olympus gf-uct140, olympus america, center valley, pa) by use of fluoroscopic guidance. After placement of the csems, over the same guidewire, a single 10f or 7f double pigtail biliary stent (cook endoscopy) was placed through the csems with the internal pigtail inside the cyst cavity and the external pigtail in the gi lumen, thereby anchoring the csems this complaint will capture: * 19 cases of off-label use as plastic double pigtail biliary stent was placed through the csems under eus guidance

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.